Event description:
It was reported that the pt sustained a second degree burn during an mr scan with the sigma mr 1.5 1.0 t. The pt was positioned head first and prone with his left arm extended and his right arm folded under a pillow for a left wrist scan. The pt sustained 6 blister - three on his right hand and three on his left forearm. The total combined size of the blisters is 1 1/2". The pt did not receive any medical treatment. He was treated at home with compresses and ibuprofen. The pt was padded away from the bore and to prevent skin to skin contact and looping. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.